Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like they were getting "shocks" from their device. Spikes were noted on telemetry. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.